Event description:
The child safety lock is broken. No injury was reported, the child did not get hold of the battery.

Manufacturer narrative:
Correction: imdrf cause investigation conclusion code d was corrected. Conclusion: based on the information received, it was reported that the child lock is broken. The investigation can confirm the reported issue. The findings indicate that the damage was most likely caused by the cover being slid onto the cpu in an incorrect manner, which can place excessive mechanical stress on the child lock mechanism. This is a final report.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child safety lock is broken. No injury was reported, the child did not get hold of the battery.

Event description:
The child safety lock is broken. No injury was reported, the child did not get hold of the battery.

Manufacturer narrative:
Conclusion: based on the information received, it was reported that the child lock is broken. The investigation can confirm the reported issue. The findings indicate that the damage was most likely caused by the cover being slid onto the cpu in an incorrect manner, which can place excessive mechanical stress on the child lock mechanism. This is a final report.